Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery with heavy tortuosity, heavy calcification and 90% stenosis, pre-dilatation was performed. A 2.5x33 rx xience prime stent delivery system (sds) was advanced with resistance and implanted in the distal rca; however, a dissection occurred. A 2.5x38 rx xience prime sds was advanced with resistance and implanted to treat the dissection; however, the stent caused further dissection. Another xience prime sds was advanced and implanted to successfully treat the dissection and post dilatation was performed. The patient outcome was satisfactory and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices used: guide wire: balance middleweight; stent: 2.5x33 rx xience prime. The 2.5x33 rx xience prime referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.